Event description:
It was reported that during a follow up, suspected externalized conductors were observed under x-ray. The patient condition was good after the event. Based on the review of the fluoroscopy images provided to st. Jude medical, the conductors do not appear to be externalized.